Event description:
Device used in left axillary brachial artery. Stent placed in left axillary brachial artery in 2006: a protege everflex 7x150mm was brought to the level of the mid axillary artery and self deployed. Post-stent deployment after the everflex system was removed, an 80mm balloon was inflated within the stent at 10atm for 16 seconds. The balloon was removed. Repeat angioplasty via a catheter revealed no significant residual stenosis, good distal flow and no apparent dissection of the axillary or distal arteries. The right common femoral arterial sheath was sutured in place. The patient left the cath lab to the cicu with an intact pulse in the left upper extremity. Forty-four days later: left axillary artery brachial artery aneurysm, status post stent deployment. Angioplasty shows aneurysm at the axillary brachial junction. Patient is brought to or for repair. The aneurysm is opened, upon opening it, it is a bare metal stent. The artery is debrided proximally and distally, and the stent is removed. A reverse saphenous vein is sewn into position. After this is completed with heparin on board, there is pulsatile flow in the hand. The aneurysmal cavity is debrided. A drain is placed. The skin is closed with interrupted nylon.